Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was analyzed and found to have a damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation. The conductor wire insulation was damaged, and the internal conductor wires were exposed. The wire was not torn or fully broken. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. No cable damage was observed at the wrist assembly of the instrument. The instrument passed an electrical continuity test. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the fenestrated bipolar forceps instrument's cable was frayed. No fragment fell inside the patient. The procedure was completed with no reported injury.